Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was not working. No additional information was provided. Although requested by tandem technical support, the customer declined to perform troubleshooting. Customer also declined to perform troubleshooting with tandem field representatives. There was no reported adverse impact to the customer's blood glucose level.